Manufacturer narrative:
Ous MDR - during the analysis of the selox lead, fraying of the insulation was found 6 cm and 18 cm distal of the connector pin. In addition, the insulation of the lead body was massively damaged by squashing approximately 23 cm distal of the connector pin. The fraying of the insulation requires an excessive mechanical load of the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead into the ICD housing and excessive friction of the lead at the ICD housing. The damage of the insulation by squashing requires an excessive pressure load of the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the suspicion of excessive mechanical stress on the lead due to the subclavian crush syndrome. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the outer conductor helix and the cuts in the insulation are probably due to the explantation process.

Event description:
Ous MDR - sensing disturbances were reported after an implantation time of about 49 months. Abrasion at the ra lead was noted during the explantation. The ICD and the ra lead were explanted. The rv lead was capped and shut down, but a portion of it was returned. The date of implant was not made available. No worsening of the patient's state of health was reported. Lexos dr, (B) (4), MDR 1028232-2010-00146; kentrox sl-s 65/18 steroid, (B) (4), MDR 1028232-2010-00145.